Event description:
It was reported that during a laparoscopic gastric bypass procedure the blade developed a constant tone. The surgeon removed the blade for the nurse to clean. While cleaning the blade the white tissue fell to the floor. Case completed with another blade. No pt consequence.